Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After a prophylactic device replacement, induction testing was performed and an ineffective shocks failed to terminate the arrhythmia and an external fibrillation was delivered. The device was reprogrammed and the patient is in stable condition.